Manufacturer narrative:
Additional information: h6 code updates correction: d4 gtin additional manufacturer narrative: follow-up report submitted to document results.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.